Manufacturer narrative:
Additional information: h.7, h.9.

Event description:
It was reported that device brok (broken/damaged).

Manufacturer narrative:
H10: the reported issue that the device broke was not confirmed through the service repair process. However, the service repair process identified that the device was returned to convert to loaner this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The preventative maintenance, check-up, and repair to convert the returned pump module to loaner was performed by service. Service determined the proximate cause for the rear case replacement is the result of wear. Service determined the proximate cause for the door w/keypad assembly replacement is the result of delamination/wear. Service determined the proximate cause for the ail sensor replacement is the result of cracked/wear. Service determined the proximate cause for the door assembly replacement is the result of wear. Service determined the proximate cause for the bezel assembly replacement is the result of cracked lower hinge. Service determined the proximate cause for the display board replacement is the result of a dim segment. Service determined no device malfunction has been alleged. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The preventative maintenance, check-up, and repair was performed. It was determined the proximate cause for the rear case replacement is the result of wear. It was determined the proximate cause for the door w/keypad assembly replacement is the result of delamination/wear. It was determined the proximate cause for the ail sensor replacement is the result of cracked/wear. It was determined the proximate cause for the bezel assembly replacement is the result of cracked lower hinge. It was determined the proximate cause for the display board replacement is the result of a dim segment (u4). It was determined the proximate cause for the male iui replacement is the result of corrosion/wear.

Event description:
The device was damaged.